Manufacturer narrative:
H6: code b20 ¿ the device remains implanted and, therefore, was not available for direct analysis by gore. H6: code c21 - results pending completion of product history review. As it is unknown which device is directly implicated in this paraplegia event, the following devices will also be included in this report: catalog #unknown, device-gore® excluder® aaa endoprosthesis-contralateral component/ serial # unknown/ UDI #unknown. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Three-year outcomes of off-the-shelf gore thoracoabdominal multibranch endoprosthesis and physician-modified endografts for complex abdominal and thoracoabdominal aortic aneurysms'. Journal of vascular surgery, 80 (6): 1627-1636. Dibartolomeo, a., manesh, m., hong, j., paige, j., pyun, a., magee, g., weaver, f., han,s. (2024). Https://doi.org/10.1016/j.jvs.2024.07.107. This study compares the outcomes of thoracoabdominal multibranch endoprosthesis [tambe] and physician-modified endografts [pmeg] at a single institution. This is a retrospective review of patients between 2020 and 2022. A total of 68 patients were included, with 12 in the tambe group and 56 in the pmeg group. Pmeg group included 56 patients with zenith alpha thoracic stent grafts used with cv6 goretex sutures and gore® viabahn® endoprosthesis. In the pmeg group at 30 days there were 2 cases of spinach cord ischemia. 1 proximal aortic dissection, 1 groin infection with washout. Follow up (14.5-25.5 months): 16 patients required interventions: stenosis (6), occlusion (4), infection (1), proximal aortic dissection (1). 23 with endoleak: type 1b (2), ic (1), type ii (20), type iiib (1), type iiic (2), unknown (3).

Manufacturer narrative:
Updated g3/g4 and h10. Correction: updated language below to specify endoleak and occlusion event. Additional: added literature article. As it is unknown which device is directly implicated in this endoleak and occlusion event, the following devices will also be included in this report: catalog #unknown, device-gore® excluder® aaa endoprosthesis-contralateral component/ serial # unknown/ UDI #unknown.

Manufacturer narrative:
Added literature article, found under attachments.

Manufacturer narrative:
Updated section b5, g3/g4, and h10. H6: b22 and c20 ¿ product history review could not be performed as the serial# is not available. It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, endoleak and occlusion of device or native vessel.

Event description:
Multiple attempts were made to the author for further information. No additional information has been provided.